Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working and had multiple insulin pump errors. The customer¿s blood glucose level was 125 mg/dl. Self-test was performed and it did not passed. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. Pump error 4 followed by a pump error 15 was present in the device trace download, problem isolated to electronic board stack. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.